Event description:
It was reported that the impedance on the right ventricular (rv) lead has increased since the lead was implanted eight months ago. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: (B)(4), 2012 (B)(6).